Manufacturer narrative:
Result: fowler weldment. Conclusion: parts ordered for return to account to conduct repair.

Event description:
It was reported by service report that the fowler was stuck due to damaged fowler weldment. No pt involvement or adverse consequences were reported.